Event description:
The facility reported a colleague infusion pump where "the battery has been run down on it". It is unknown when this event occurred; however, this event occurred in the ICU. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where "the battery has been run down on it" was confirmed and reproduced during sample evaluation. The root cause of this condition was assigned to a depleted main batteries alarm. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.